Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers nurse reported via phone call that they experienced low blood glucose which was 575 mg/dl and treated it with insulin pump. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer did troubleshooting. The automode feature was active at time pf event. The insulin pump will not be replaced for analysis.